Event description:
During incoming inspection at covidien (B)(6), the activation button stuck in the on position. There are no injuries involved.

Manufacturer narrative:
(B)(4). The incident device has not been returned for evaluation. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.